Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Study event. The stent remains in the pt. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this event. The xact part #82086-01, lot #370996g, is being filed under a separate medwatch report.

Event description:
Device malfunction: none. Symptoms/ae: left retinal embolus. Time of symptoms/ae: after the procedure. It was reported that one day post an uneventful left internal carotid artery (lica stenting procedure, the pt experienced left eye partial loss of vision. Reportedly, 2 lesions in the left internal carotid artery were stented using an rx acculink and an xact stent device. A head CT was performed which was negative. A neurologist was consulted and findings were left retinal artery embolus. Nihss by neurologist was 0, cranial nerves ii-xii intact. There was no treatment reported and the pt was discharged to home the same day; the condition is reported as continuing, unchanged. Although requested, there is no add'l info available.